Event description:
Customer reported that pt presented with 1 month history of headache and pain around the shunt valve. CT without change but shunt tap failed to reveal any flow. Admitted in 2008, for repair of ventriculoperitoneal shunt. During surgery, no flow from proximal catheter which seemed to be positional, distal limb appeared to be functioning normally. Cath removed and new rivulet ventricular cath placed down same tract and advanced to 7cm with good sponteneous flow. Cath attached to flushing valve. Discharged home the next day. Returned to ed later that night with c/o ha, n/v, and loc changes. CT with ventricular dilation. Shunt flow sluggish. Returned to or the following day, medtronic bioglide cathe (model 42824, with exp date 10/31/08) advanced with good return flow. Leakage from existing valve where it had been tapped several times. New level 2 delta valve attached to exiting bactiseal peritoneal cath. Four days later 12 hour history of persistent ha, n/v and lethargy. CT shows fluid collection in pelvis, returned to or. Distal tubing taken loose from new valve with meager csf flow. Valve wnl. Valve removed from ventricular cath which showed good csf flow. Valve changed from level ii delta to level 1.5 delta. New bactiseal cath placed and attached to new valve. Good distal flow from peritoneal cath. Pre existing peritoneal cath removed. Three days later. Discharged home in stable condition.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.